Event description:
A remstar pro c-flex+ device was returned to a third-party service center with no initial allegation. During the evaluation of the device, the service technician observed the power connector was burnt and the device had dust contamination. The service technician found no evidence of foam particles in the assembly. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.